Event description:
It was reported that post op to the hernia repair, the patient was admitted to ucu on tuesday may 10th with a post operative leak. The patient was given three units of blood. The patient is an alcoholic and in renal failure with poor tissue conditions. The surgeon stated that the seal looked good at the end of the case.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was the procedure open or laparoscopic? Laparoscopic. What anatomical structures was the device used on? Lower left quadrant of abdomen; hernia repair. Was it a post anastomotic leak or a post-op bleed? Post-op bleed. Was the site of the bleeding identified? No. Was a re-operation necessary? No. Did the surgeon activated the device until completion tone was heard on every firing? Yes. Does the patient have any known coagulation disorders? Unknown (surgeon said patient was an alcoholic and in renal failure). Did the surgeon recall any alert screens or alert tones? No. Is a generator log available for review? No. What is the patient's current status? Stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.